Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the customer's insulin pump is beeping and there is a black circle on the screen. Customer's blood glucose level at the time 134mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No unexpected button error alarms or alert icon anomaly noted during testing. The insulin pump had intermittent button response on the act button due to corroded keypad traces noted. The insulin pump also had missing end cap sticker noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and missing address/serial number label.